Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation at 4 atmospheres for 15 seconds, the balloon ruptured on the tip part. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Initial reporter address 1: (B)(6).